Event description:
It was reported that the patient had strep throat in (B)(6) 2011, and it somehow caused patient's lead wire to be damaged. It was unable to be clarified as to how strep was related to damaging the lead wire. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 435135 lot# (B)(4) implanted: 2010-(B)(6) explanted: product typ lead product ID 435135 lot# (B)(4) implanted: 2010-(B)(6) explanted: product typ lead. (B)(4).